Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va06m2k, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-jan-2017, UDI#: (B)(4). Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient went to see a healthcare provider (hcp), out of her state, about two years ago. The patient reported that the hcp told her the ins battery was fine but that the lead was broken. When asked if the patient knew how the lead broken was determined, she did not know and stated she received the notification in a letter six months ago. Currently, patient does not have a healthcare provider (hcp) because she moved and hasn't been able to find a managing hcp. Patient has had a return of bladder symptoms in the last seven months, she have to urinate every little while. No further complications were reported.